Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy surgery, on partial closure of the bronchial stump, while on bronchial resection, the first stapler did not reopen and was blocked, it was removed by force. Same happened with the second stapler however, it was removed by cutting/ resecting the tissue between the jaws with a cold scalpel. Tissue loss was noted. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection noted an instrument was received attached to a listed reload with the jaws closed. The firing knobs were received close to the cycling mark. Visual inspection of the remaining instrument noted that the firing knobs were retracted, and the articulation levers was in neutral position. Functionally, the instrument with the listed reload was unloaded without difficulty. The instruments were loaded with a representative articulating medium/thick reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws of an instrument and during the first cycle post clamp up of the remaining instrument. An access hole was cut into the instruments' body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the jaws closed while attached to an instrument with advanced knobs may occur can occur if the black firing knobs are not fully retracted after firing the instrument. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.